Manufacturer narrative:
Unit alarmed no motor movement or negligible movement. Retries to free a stuck motor failed during motor rewind. Per visual inspection found traces of corrosion on the home motor switch. In addition to this, the motor itself was unable to turn smoothly due to a jammed gearbox. Unable to perform displacement, rewind, seating, basic occlusion, force sensor, and occlusion tests due to no motor movement or negligible movement. Retries to free a stuck motor failed. (B)(4).

Event description:
Information received by medtronic indicated that insulin pump received multiple insulin pump error alarm. Customer was able to clear the alarm and able to rewind insulin pump. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.